Event description:
Reference number (B)(4). Event occurred in the czech republic it was reported on 27-aug-2024 that the patient encountered infusion set cannula was kinked which led to high blood glucose level. The customer addressed the high blood glucose by correction bolus. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.